Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress ui /pelvic organ prolapse. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced, disability, impairment, permanent injury, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, incontinence, impairment and will require future surgery (or surgeries). Product was used for therapeutic treatment.